Event description:
The customer contact reported a leak. The secure lock male adapter of the tubing set was connected to an unspecified gripper and was being used to deliver irinotecan 220mg, at a rate of 150ml/hr, for a duration of 2 hours, via a plum pump. Approximately 1 hour after the delivery was started, it was reported that the patient's blouse was damp. The customer contact reported that approximately 50ml of solution leaked at the distal end of the tubing set and came into contact with the patient's skin. At this time, it was reported that 80ml remained in the solution container. The customer contact reported that the connections were all checked and noted to be still connected. At this time, the gripper position was checked, the unspecified port was bled and flushed, the lines were reconnected, and the therapy was resumed. It was reported that within 2 minutes, an unspecified volume of solution leaked again. The tubing set was removed and discarded. It was reported that the patient showered and changed clothes. It was reported that the solution that leaked was cleaned up according to the user facility's protocol. The oncologist was notified; however, no medical interventions were required. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The (B)(4). The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the information known by the reporter upon query by hospira personnel.